Event description:
It has been reported the patient has been experiencing positional stimulation and moving causes the stimulation to completely turn off. The patient also reported she experiences an auto-reduction on attempt to increase the amplitude. High impedance have been observed. The patient also indicated her stimulation is not as effective as she was during the trial. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.